Manufacturer narrative:
Per tandem user guide: "do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred, a malfunction alarm occurred, and a minimum fill notification occurred after filling the cartridge. Reportedly, the customer was refilling used cartridges. Tandem technical support educated the customer on cartridge labeling and usage. Customer's blood glucose was 115 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.